Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer report number: 3006705815-2023-06732. 3006705815-2023-06733. It was reported that both of the patient's leads had migrated. As a result, the patient underwent surgical intervention to address the issue. During the procedure, the ipg became inoperable due to not being placed into surgery mode. In turn, both leads and the ipg were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The event of ipg replacement was reported to abbott. Both of the patient's leads had migrated. The patient underwent surgical intervention to address the issue. During the procedure, the ipg became inoperable due to not being placed into surgery mode. Both leads and the ipg were explanted and replaced. Effective therapy was established post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.